Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: unit has an electrical spark once its plugged in. The failure identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.